Event description:
It was reported by the user facility that sparking was observed when plugging the rover power cord into the wall outlet. No further info was provided. Attempts to obtain add'l info from the user facility were unsuccessful.

Manufacturer narrative:
A MFR field service technician was dispatched to the user facility to evaluate the device. Visual inspection revealed damage to the metal prongs of the power plug. The cause of the damage is unk, but may be the result of mishandling. The power cord assembly was repaired and the rover was returned to use.